Event description:
Olympus further received information that the issue was during therapeutic endoscopic retrograde cholangiopancreatography. The stent fell into the patient and was retrieved with a snare. The procedure was prolonged for 15 minutes. Additionally, the nurse reported that the subject device was new to the facility and that a crimp/wrinkle at the distal end of the scope may have caused the stent to become stuck in the scope. No further information provided.

Manufacturer narrative:
This report is being supplemented due to the additional information received. Updated a2, a3, a4, a5, a6, b1, b2, b5, h1, h6. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has also been submitted on importer medwatch report # (B)(4).

Event description:
The customer confirmed the duration of the procedure was 70 minutes and the patient's anesthesia or sedation was extended 15 minutes. The procedure was not postponed and the condition of the patient was not impacted by the failure. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. Medical intervention of foreign stent removal was required as a result of the reported problem. No other devices were connected to the subject device when the failure occurred. The customer confirms that the current condition of the patient is alive.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally to provide an correction to the initial e1, e2, e3, and g2. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was identified as a non-olympus stent and it is likely that the stent could not be dislodged due to physical damage of the device. However, olympus could not specify the root cause of which foreign material remained in the device from the collected information. The event can be detected and prevented by following the instructions for use: - tjf-q190v operation manual includes the detection way at 3.3 inspection of the endoscope. - tjf-q190v reprocessing manual includes the preventive measures at 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The olympus market quality engineer did a visual inspection of the physical scope in its received condition and tested the scope using a borescope instrument; the borescope was inserted through the biopsy port and noted a couple black spots/stains and very little debris/fibers found in the channel. Additionally, there was evidence of a kink in the channel near the distal end entrance. The scope¿s channel was also tested using a sphincterotome. The sphincterotome was inserted through the biopsy port, and it was noted that it moved smoothly through the channel up until it reached the distal end. There, the sphincterotome did not exit the distal end smoothly because it would get stuck at the kink. More force was needed to fully expose the sphincterotomy through the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that a stint device (cook medical geenan pancreatic stent ref # spsos -5¿5.035 inch, 5cm long, 5 fr/lot c1766546 exp 10/7/2023 ) was found lodged in the evis exera iii duodenovideoscope from a previous therapeutic procedure. After the original procedure that took place on (B)(6) 2023, the sting-lodged scope was identified as being used in four (4) additional procedures. During the fourth procedure, the customer ultimately discovered that the stent was still lodged in the scope after being reprocessed for the fourth time. There were no reports of patient harm associated with this event. An olympus endoscopy support specialist (ess) has been scheduled for an on-site visit to observe reprocessing techniques. This complaint is being reported is for the therapeutic procedure event that took place on (B)(6) 2023, where the customer was unknowingly using the pancreatic stent device that was lodged in the evis exera iii duodenovideoscope channel during the procedure. The scope was decontaminated and reprocessed per manufacturer instructions, and the channel was tested prior to going into the olympus automated endoscope reprocessor (oer) with a healthmark's channel check for carbohydrates, proteins, and blood, and all tested negative. There were no reports of patient harm associated with this event. This complaint is related to patient identifier (B)(6) (event date (B)(6) 2023/tjf-q190v/sn: (B)(6)). This complaint is related to patient identifier (B)(6) (event date: (B)(6) 2023/tjf-q190v/sn: (B)(6)). This complaint is related to patient identifier (B)(6) (event date: (B)(6) 2023/tjf-q190v/sn: (B)(6)). This complaint is related to patient identifier (B)(6) (event date: (B)(6) 2023/tjf-q190v/sn: (B)(6)).